Event description:
Patient called lfs alleging that segments were missing from the otultra meter. Patient did not experience any symptoms of high or low blood sugar. Patient obtained a blood glucose reading of a 184mg/dl or a 484mg/dl. Patient was unable to read the first number on the display. Patient ate food and/or drank beverage. Patient did not retest the sugar. Patient did not seek medical attention or call the md. Customer service was unable to resolve the issue and sent patient a new meter.